Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, episodes of under-sensing were noted on the device. No intervention has been performed at this time. The patient was stable and will continued to be monitored.

Event description:
Additional information received indicated the event was resolved by reprogramming the device. The patient was in stable condition.